Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 408 mg/dl and low blood glucose level 45 mg/dl. Customer's other blood glucose value was 48 mg/dl, 200 mg/dl. Customer declined to troubleshoot for high readings and low readings. The insulin pump will not be returned for analysis.